Event description:
This lead was partially capped (pace-sense portion) during device change due to rv impedance >3000 and hv impedance 49 ohms. After attaching this lead to new device the hv impedance was >150 ohms. Lead currently remains implanted with device turned off. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Previously partially capped lead was fully capped and replaced on (B)(6)2024 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.